Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken ceramic sleeve on the permanent cautery spatula instrument. The instrument reportedly was not used on a patient after the reported issue was identified. Nothing reportedly fell into a patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that a piece of the ceramic sleeve was broken off and missing. Engineering concluded that the damaged ceramic sleeve may be due to mishandling. Electrical continuity testing was performed on the instrument and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.